Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the top right corner. This was noticed before use of the bag. It was not specified what the bag had been filled with. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with magnification was performed and noted a leak in the top right corner of the bag. The reported issue was verified. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.